Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent, as part of a clinical study, breast augmentation with two 250 cc mentor memorygel breast implants and suffered bilateral breast ptosis, post-operatively. As a result, the patient underwent bilateral capsulorrhaphy and mastopexy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Based on postmarket study data, the alert/awareness dates for this event have been updated. As a result, the initial report is retroactively considered late. After clinical/secondary review of this file performed on september 29, 2022, it was decided to remove health effect - clinical code e1801 (cancer), to more accurately capture the reported event.

Manufacturer narrative:
On august 25, 2022, mentor became aware that on (B)(6) 2022, the patient presented with cancer (left cheek), which required excision of squamous cell carcinoma on (B)(6) 2022. The principal investigator assessed this event as moderate in severity, serious, not related to the device. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On april 13, 2023, mentor received additional information regarding the patient's cancer. The event side has been updated to systemic.

Manufacturer narrative:
On february 28, 2023, mentor received additional information indicating that the patient also suffered breast implant malposition/displacement.